Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the implant day of this 27mm mitral bioprosthetic valve, the patient died. The cause of death was not received. There was no evidence to suggest that the bioprosthetic valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.